Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - the patient experienced lead dislodgement without any symptoms. The patient was hospitalized on (B)(6) 2014 and a lead revision was scheduled.